Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found. It was noted that the recommended battery was not used.

Event description:
It was reported the epg (external pulse generator) was being used on a patient, when a nurse saw the patient was in bradycardia on the ECG (electrocardiogram) monitor. The epg was found to have turned off. The patient felt discomfort at a rate of 50 beats per minute. No further patient complications were reported as a result of this event. The patient remained in the hospital.